Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to abdominal pain. It was stated that the customer apparently was retaining fluids. The customer stated that he was disconnected from the insulin pump and had misplaced. Later the insulin pump was found at the emergency room inside a plastic bag. When the customer received his insulin pump insulin has leaked and the buttons were unresponsive, the screen displayed a message, and the alarm could not be cleared. The customer stated that no moisture was showing under the liquid crystal display. The battery and reservoir compartment were dried. All the icons appeared and the time was reset, but was not advancing. Troubleshooting was performed and the insulin pump had a frozen display. No further information was provided.